Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) upon powering on. The female patient remained pulseless and apneic throughout the entire resuscitation attempt. No additional patient information is available. Manual CPR was performed for 30 minutes. Return of spontaneous circulation (rosc) was not achieved and the patient was pronounced on the scene. Per the customer, the death was not related to the malfunction.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) upon powering on" was confirmed based on the review of the archive data and during functional testing as there was no brake activation. The root cause of the reported complaints was corrosion/rust on the brake housing area of the drivetrain motor. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2017. The lack of proper maintenance most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. During visual inspection, a loose & bended battery spring guide, broken head restraint, damaged top cover, front, and bottom enclosure were observed on the autopulse platform. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The spring guides were re-bended and the top cover and front and bottom enclosures were replaced to address the issues. Based on archive data review, multiple fault code 16 messages were observed, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to (ua) 16 (timeout during takeup) upon pressing the on/off button. There was no brake activation (open/clicking sound) when the platform powered on. The drive train motor seized up and had rust/corrosion at the brake housing area. Ipa cleaning was used to un-seize the brake gap and remove the rust/corrosion at the brake housing area. The brake gap inspection was performed and verified that the brake gap was within the specification of 0.008" ±0. 001". Following service and replacement of the defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) for approximately 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.